Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from another manufacturer's field representative that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the proximal right atrial (ra) and right ventricular (rv) setscrews were unable to be loosened and several torque wrenches were broken during attempts to loosen. Additionally, the device header was noted to be loose. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.